Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a leaking cartridge associated with the reservoir, which led to prolonged hyperglycemia with a reported blood glucose high of 380 mg/dl for approximately 12 hours; the user later discovered the cartridge was leaking after changing the infusion site and had been inserting the ilet connect into the cartridge outside of the ilet and intermittently removing and reinserting cartridges, after which the user replaced the cartridge and resumed pump therapy with troubleshooting and education completed and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with a leak or splash related to the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.